Event description:
It was reported that during prep for a percutaneous coronary intervention (pci) procedure, a foreign material was noticed. The 75% stenosed target lesion was located in the severely tortuous, calcified left anterior descending (lad) artery. The physician prepped a 1.75mm rotablator rotalink plus and attempted to insert the rotawire guide wire unsuccessfully. "The burr was occluded by the clear foreign material." The procedure was completed with the same guide wire and another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified that the coil near the catheter handshake connection was kinked. A test guidewire was loaded onto the rotablator plus unit. Resistance was met in the coil where the coil was kinked. The catheter coil was slightly stretched during the attempt to load the guidewire on the device and the guidewire was then inserted through the plus unit. The burr and coil was microscopically examined, no issues were noted with the annulus of the burr. No clear foreign matter was noted on the coil or burr. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).